Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: unspecified failure.

Event description:
Brazil- it was reported that a patient who had her motiva implants on (B)(6) 2025, needs to replace her left breast implants due to a post-surgical complication. At this point, no further information about the complication has been provided, we are working on obtain more details.

Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as not confirmed. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Dfu and labeling evaluation: the event is a known a complaint from a patient was received without specific reason. After several communications to collect the information on the case and conduct an appropriate investigation of the complaint, it was not possible to collect this information since we receive no answer. Literature reference: n/a. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.